Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3889-28, lot # va0wb5q, implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient thought that the lead and implantable neurostimulator (ins) may have moved, creating a bulge that would move around at the lead site but they were not sure. The patient's husband stated it felt like a vein. The patient was to follow up with their healthcare provider (hcp).